Event description:
It was reported that during central processing, the monopolar curved scissors blade had a small "chunk" missing. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: it is unknown when the defect occurred, but there is no report of a fragment falling in the patient's anatomy during the last procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, the failure analysis was still in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar instrument was found to have blade damage near the middle of the blade. One of the blade edges was indented. The blade indentation did cause the cut test failure. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects.